Event description:
Caller states the aviva test strip vial reports the expiration date as 06/30/2009. Manufacturer reports the expiration date is 03/31/2007. No adverse event reported. Requested return of suspect device and replacement sent.